Manufacturer narrative:
Final analysis found that the insulation was abraded at 22.0 cm - 22.6 cm from the connector pin, due to friction with another device. The proximal coil was also exposed. The location of the abrasion was consistent with that of friction with another device. The abrasion and subsequent coil exposure could account for the reported noise problem.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise. The noise was reproducible in clinic with left arm motion. The physician suspected a header issue.